Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device unit exterior. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event darken images was caused by a component failure of the light guide bundle. This event charged coupled device unit exterior was caused by a component failure of the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had darken image. The issue was found during set up. There were no reports of patient harm.